Event description:
It was reported that it was not possible to interrogate the device as the pacemaker had a no telemetry condition. The device is scheduled to be replaced. It was further reported that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that it was not possible to interrogate the device as the pacemaker had a no telemetry condition. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.